Event description:
Customer provided discrepant free t4 results for one pt. Initial free t4 result on e module gave 30.2 (no units of measure given). Same sample repeated on immulite analyzer gave 19.4 (no units of measure given). There were no clinical details available for the pt and it is unk if erroneous results were reported. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be received.